Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The stent is secured between the markerbands. There is blood in the guidewire lumen. The hypotube, outer shaft, inner shaft, balloon, stent and tip were microscopically examined. Microscopic examination of the device revealed that the stent is damaged 9mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the stent presented no other damage or irregularities.

Event description:
It was reported that stent damage occured. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, after unpacking, it was noted that the surface of the stent was not smooth and the stent struts were kinked. The procedure was competed with another of same device.

Event description:
It was reported that stent damage occured. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, after unpacking, it was noted that the surface of the stent was not smooth and the stent struts were kinked. The procedure was competed with another of same device.